Event description:
The customer reported that a patient had a dual chamber pacemaker in which the pace function was on. The patient went into fibrillation, and the monitor/pic didn't alarm. This is the explanation of the nurse.

Manufacturer narrative:
The customer reported that a patient had a dual chamber pacemaker in which the pace function was on. The patient went into fibrillation and the monitor/pic didn't alarm. This is the explanation of the nurse. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.